Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transfer set would not completely connect with the patient line of the homechoice cassette. This was noted during peritoneal dialysis therapy in the hospital. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection and functional testing were performed with no issues noted. The internal and external dimensions and the length of internal sleeve were measured with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.